Event description:
It was reported that the ventricular lead was showing intermittent out of clinic measurements and the out of range impedances were not able to be duplicated in clinic. Programming adjustments were made and the patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.